Manufacturer narrative:
Product analysis #(B)(4) : analysis information - (B)(6) 2020 11:27:42. Cst. Pli# 10 product ID# 306001 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the body of the lead was stretched. Analysis identified the {x} electrode at the distal end of the lead was bent. Concomitant medical products: product ID: neu_stylet_acc, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the lead would not feed into the stylet. No other information was provided.